Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump that experienced issues with the pump head module was confirmed and reproduced by service. The cause of the reported condition was not determined. The pump was not repaired at this time since it was returned to inventory. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced issues with the pump head module. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.